Event description:
Pt with diagnosis of polycystic ovaries to undergo laparoscopy and hysteroscopy. Hysteroscopy completed, laparoscopy asorted due to trocar sheath. Trocar with plastic sheath which broke off prior to entering the peritoneum. The surgeon was unable to retrieve the sheath via scope. Pt to be awoken and informed. Plan for open laparatomy to retrieve sheath.